Manufacturer narrative:
Investigation: a review of the device history records (dhrs) for the involved lot 25bg03q was performed. No pre-existing anomalies were identified on the 20 devices manufactured within the same lot. This is the first and only complaint received related to this lot. A final MDR will be submitted once the investigation is completed.

Event description:
During knee joint surgery performed on (B)(6) 2026, while using the femoral trial holder / ps box guide (9065.88.140, lot 25bg03q ), an issue occurred where after hammering, the locking part would stop when pressed but would disengage when pulled by hand. As a result, surgical procedures have been delayed by approximately 30-40 minutes. Event happened in korea.